Manufacturer narrative:
This is 2 of multiple products involved with this event, which is associated with mfg report 1226348-2013-10007 and 1226348-2013-10008. Please note that this report is being re-submitted because the original medwatch report submitted on (B)(4) 2013 under manufacturer numbers (3007628272-2013-50004/5) were rejected, because the manufacturer number was not valid. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Prior to use, the 2 units for a total of 4units 6french multipurpose da catheters (B)(4) were received with yellow stickers that state not for human use. No further information was available. A review of lots (c10884/c10886) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Without the return of the actual complaint products the events reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggests that this event is related to a manufacturing issue or any defect of the device. This is 2 of multiple products involved with this event, which is associated with mfg report 1226348-2013-10007 and 1226348-2013-10008.

Event description:
Prior to use, the 2 units for a total of 4units 6french multipurpose da catheters (67125805d/c10884x2-c10886-x2) were received with yellow stickers that state not for human use. No further information was available.